Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 121," "pacer fault 122," "pacer fault 123," and "pacer fault 126". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The device was put through extensive testing which included exposure to extreme hot/cold temperatures and vibration testing the reported malfunction could not be further duplicated. The hv module and system board were replaced as a precaution. The device was returned to the customer.